Manufacturer narrative:
Investigation summary: DHR was reviewed and no qn fond; manufacturing records were reviewed, no abnormal was found. 7pcs retention samples were checked for IV point, IV lube, needle puncture and clog test to detect the leakage by connection position, no failure found. Pen needle product has 100% IV point inspection by vision system, and defect part will be rejected automatically. Investigation conclusion: base on investigation above, the certain cause cannot be concluded at the moment. Root cause description: no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Rationale: the risk level is low, no need to open CAPA.

Event description:
It was reported that during use of the pen needle 31gx5mm 7 pack there was an issue with pain and leakage at the injection site. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that pain during injection as well as leakage at insertion site after injection.